Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 40 alarm confirmed in the formatted history file on 06/26/2025 10:01:00.000. As per global logic analysis (esf#(B)(4)), pump error 40 alarm (line number 525 file number 121), suspected on sw. In further review of the formatted history file 2 days from the event date of 25-jun-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 06/25/2025 13:38:32.000. Failed battery alert/battery failed alarm was found on: 06/25/2025 13:29:29.000, 06/25/2025 13:29:42.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no/low power battery. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Pump error 130 alarm was found on: 06/25/2025 12:19:03.000, 06/25/2025 12:22:52.000, 06/25/2025 12:29:00.000, 06/25/2025 13:32:16.000 to 06/25/2025 13:51:00.000. Pump error 43 alarm was found on: 06/25/2025 13:29:17.000 to 06/25/2025 13:40:22.000, 06/25/2025 16:17:27.000 to 06/25/2025 16:40:56.000. Pump error 82 alarm was found on: 06/25/2025 13:36:14.000. Pump error 53 alarm (filenumber 32112 linenumber 3901) was found on: 06/25/2025 16:40:33.000. Pump error 2 alarm (filenumber 51 linenumber 1451) was found on: 06/25/2025 16:40:33.000. Pump error 38 alarm was found on: 06/25/2025 18:48:29.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump error 130 alarm, pump error 43 alarm, pump error 82 alarm, pump error 53 alarm, pump error 2 alarm and pump error 38 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case and a scratched case. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Pump error 40 alarm, suspected on sw. Also, pump error 130 alarm, pump error 43 alarm, pump error 82 alarm, pump error 53 alarm, pump error 2 alarm and pump error 38 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Corrosion was also found on the force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and customer was able to clear the alarm and unable to complete rewind. No harm requiring medical intervention was reported. Mmt-1881 was requested, and customer response was the device will be returned.